Event description:
It was reported that the patient presented with degenerative disc disease (ddd) at l4-5 and l5-s1. The patient underwent posterior I nterbody fusion and posterolateral fusion at l4-5 and l5-s1 using rhbmp-2/acs, local bone graft, allograft, interbody device, rods and screws. Two months post-op the implant dislodged/migrated (retrolisthesis of l4-5 implant). The migration was assessed as severe. Four months post-op, the patient underwent right l4-5 redo laminotomy, foraminotomy and removal of interbody device. The patient underwent anterior lumbar interbody fusion (alif) at l4-5 using "precision" and rhbmp-2/acs. Twenty-one months post-op, the patient experienced mild radiculopathy/dysesthesia which was assessed as "not related". The patient was last seen for follow up at 21 months.

Manufacturer narrative:
Concomitant products: legacy rods / screws, local bone, allograft bone, rhbmp-2/acs (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).